Manufacturer narrative:
Patient identifier: (B)(6).

Event description:
(B)(6) study. It was reported that left bundle branch block (lbbb) occurred. Procedure summary: the subject was enrolled into the (B)(6) study and the index procedure was performed on the same day (main cohort). Prior to the index procedure, heparin or other anticoagulant was given and the subject was not on any prior regimen of aspirin and other antiplatelet medication at the time of index procedure. On the day of the index procedure, the subject received loading doses of 81 mg of aspirin and 300 mg of clopidogrel. An isleeve introducer sheath was placed and then the aortic valve was treated with direct deployment of a 23 mm lotus edge valve into the proper anatomical location on the same day of the index procedure, post transcatheter aortic valve replacement (tavr), the subject developed left bundle branch block. Two (2) days post index procedure, the subject was discharged home on aspirin.